Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly and met all specifications. A review of the manufacturing records for the lot number revealed that the product passed all quality and manufacturing inspections. The exact root cause remains unknown. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority((B)(6)). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Rt. Femoral - perineal bypass- "malfunctioned- did not flush even under pressure, or syringe." Patient status - unknown.